Event description:
The affiliate indicated that when pushing the optease device through the laying sheath, the device cut the sheath. There was no patient injury.

Manufacturer narrative:
The conclusion has been updated to reflect return of the product for analysis. This does not change the previous determination. When pushing the optease device through the laying sheath, the device cut the sheath. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. One non sterile 6fr cannula and one non sterile 6fr obturator and one non sterile filter cartridge and one non sterile retrievable filter were received. No visual anomalies were found on the filter cartridge or the obturator. The filter was received inside the cannula. The cannula was received perforated by one of the filter barbs. The cannula was found kinked near the perforation point. The inner and outer diameter of the body were measured near to the kink and were found within specification. Review of lot 15402501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The cannula perforation by one of the filter barb reported by the customer was confirmed during analysis. The cause of the barb perforation could not be determined. Procedural or clinical factors might have impacted the event. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process. Vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product was not returned for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
When pushing the optease device through the laying sheath, the device cut the sheath. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15402501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.